Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause seizure. This is 3 of 3 allegations of signal loss. The patient reported 3 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4).

Event description:
It was reported that signal loss over one hour occurred which was reported by the patient's parent that the patient had several seizures due to signal loss in the last 2-3 months. This complaint has been created to capture seizure 3 of the 3 records. Approximately on 08/27/2023, the pediatric patient experienced loss of connection for 3 hours or more. Of note, when the parent called to report the event, she mentioned that over the last few months the patient experienced several seizures due to signal loss. This complaint is to capture the seizure. The parent stated that the patient had a seizure due to signal loss but there was no further information regarding the amount of time the patient experienced the signal, how this contributed to the seizure, and what type of treatment was received. At the time of the report the parent mentioned that the patient was stable and was advised to have rest and have someone to attend with her all the time. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.